Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation of the heart wall. Subsequently, a new lead was implanted. No additional adverse patient effects were reported.